Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown. The unit was restarted, and therapy was continued. Shortly after that, the iabp shut down again. The iabp was replaced, and therapy was continued. The patient subsequently expired; however, the customer does not attribute the patient's death to the iabp.

Manufacturer narrative:
The company representative replaced the power supply (part number 0014-00-0033-05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The service representative advised that the intake vent on the iabp was completely blocked with lint, contributing to the unit overheating. Upon return of the supply to the factory, it was noted that the power supply fan was broken. Please note that this iabp is not maintained by maquet. The preventive maintenance section of the operating instructions advise that the inside of the front cover and the power supply intake should be vacuumed every six months.